Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Medical records were provided and reviewed by a health care professional, pre op x-ray and CT showed polyethylene bearing dislocation. Under anesthesia exam noted increased valgus laxity with and endpoint. Valgus laxity was noted in extension and 20 degrees flexion, some degree of mcl injury noted and improved stability noted with size 7 insert. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product ¿ oxf twin-peg cmntd fem sm PMA item#161468 lot#unknown oxf anat brg lt sm size 7 PMA item#159544 lot#865430. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00222, 3002806535-2023-00223. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial partial knee arthroplasty. Approximately 7 years later the patient was revised to a total knee arthroplasty. During the revision, medial laxity was noted, significant damage to the medial capsular tissue and portions of the mcl, as well as bone quality to be soft and tissue looked to be atrophied. Due diligence is in progress for this complaint; to date no additional information or product has been received.